Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the jaw of the megabiter broke off during use in a menisectomy. The broken piece fell on the floor. An x-ray was done to confirm nothing went into the patient.

Manufacturer narrative:
The precise cause for a broken actuator at the distal end could not be determined. Broken actuator and cutter were returned along with the complaint device. Cutter was returned in complete fashion, not broken. Function test could not be performed due to the related condition.